Event description:
It was reported the entire system was removed due to infection. The explant date was unknown. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Device used for an off label indication. The indication the device was used for was ezw. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3889-33, lot# v991646, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# va01r0x, implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).